Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set tubing detachment event on (B)(6) 2025. The tubing was detached from the hub after the set had been in use for three days. No further information available.